Event description:
It was reported by service report that the fowler was drifting and was constantly actuated. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Fowler; gas spring trip.